Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/13/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/8/2020. Additional h6 patient codes: 2146, 2352, 2069, 3189 - surgical intervention, 3191 - tingling sensation. Additional information: a1, a2, b7, d1, d2, d3, d4, d7, g1, g2. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2017 due to hernia recurrence, pain, adhesions, seroma, numbness, burning and tingling sensation. Mwr-07052020-0000730059 submitted for adverse event which occurred on (B)(6) 2017. Mwr-07052020-0000730061 submitted for adverse event which occurred on (B)(6) 2018.